Manufacturer narrative:
Based on the limited information provided at this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the alleged recurrence. Additional information was requested. At this time it is unclear if the patient has undergone the revision procedure. Recurrence is a known inherent risk of hernia repair surgery and is listed in the warning section of the instructions-for-use as a possible complication. Should additional information be provided, a supplemental will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was reported to davol: (B)(6) 2013 - the patient underwent a hernia repair procedure and was implanted with a davol perfix plug. It is reported that the patient was recently diagnosed with a recurrent hernia. As reported the surgeon is planning to perform a laparoscopic recurrent repair on the patient. The surgeon has indicated he may not remove the old mesh during this procedure.